Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the reported error 3205. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where axes ground controller (agc) current failed on the yaw. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was applied behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca was found to be the root cause of the reported event. The probable root cause is attributed to the yaw searchlight pca.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia surgical procedure using an xi system before surgical ports placement, the customer reported an arm fault on the system, noting error 32056 for universal surgical manipulator (usm) arm 4. Onsite was not connected. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller through performing an emergency power off (epo) on the patient side cart (psc), but there was no change. The tse then assisted in disabling arm 4, allowing the system to complete power on self-test (post) as a three-arm case. The tse explained that, as a three-arm system, the da vinci would not prompt for deploy during draping, docking, or targeting, and table motion would not function. The caller planned to discuss with the surgeon whether to proceed with a three-arm case or swap the psc to perform the case. There was no report of patient involvement.